Event description:
It was reported that when inflating the deice balloon, it was discovered there was a hole in it. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under (B)(4)., as a result of warning letter (B)(4). The device history record review was not performed as incomplete lot number was provided. One returned sample was received in used conditions without its original packaging. Visual inspection was performed at a distance of 12 to 16 inches and normal conditions of illumination and no defect were found in the sample returned. Functional testing involved inflating the retuned sample and submerging under water in order to detect any leakage. There leakage was observed coming out from a small tear in the sample. The root caused of the reported issue was unable to be determined. As a preventive action, manufacturing personnel were notified by the supervisor and quality engineer about failure mode reported by the customer.